Event description:
It was reported that the carm was moving in the opposite direction. No injury reported. A field engineer was dispatched to the site and determined that the rotation switch needed to be realigned. Once this was completed the system was working as intended.